Manufacturer narrative:
(B)(4). The customer reported an ac power failure where the device would not charge batteries. Philips worked with the customer to determine that the ac power module was defective. The ac power module was replaced to resolve this failure.

Event description:
The customer reported an ac power failure where the device would not charge batteries.